Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 04/15/2016. Date of follow-up report: 07/12/2016. One used ls1037 ligasure device was received for evaluation. Visual inspection of the returned sample found the jaws were open upon receipt, and the issue with device jamming closed could not be confirmed. However, an alternative similar issue was found. The body weld was cracked, allowing components to shift in a way that inhibits operation of the open jaws. Inspection also found that components of the instrument were a yellowish color, similar to that seen if the device is reprocessed. A review of the device history records for this lot found no potentially contributing factors, and that it was released meeting all product specifications. The root cause of this damage is attributed to improper use or possible multiple uses by the customer. The IFU warns that this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. The IFU also cautions not to use the device if damaged.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device could not be opened after application to tissue. No patient injury occurred.